Event description:
Surgeon reports patient status post left total hip done on (B)(6) 2014 is now infected and requests to wash out hip and exchange liner and head. Surgeon decided to go through the previous anterior approach incision. After getting to the implants he carefully removed the head and liner. He proceeded to debride the area and wash it out. After satisfied he requested a new liner and head. The hip was checked for stability and length. The surgical site was then closed. (B)(6) . Explants to pathology per or protocol.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown liner. Additionally, an unknown head was reported. At this time, it cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. Should additional information become available, it will be provided in a supplemental report. Device sent to pathology.

Manufacturer narrative:
The following product was added to the complaint after the initial medwatch was submitted. Cat. No.: 502-03-56e, primary tritanium hemi cluster hole cup 56mm, lot code# mnl6ew, cat. No.: 6721-0635, size 6 accolade ii 127 deg, lot code# 48707304, cat. No.: 2030-6530-1, 6.5 cancellous bone screw 30mm, lot code# mnk1jn, cat. No.: 2030-6520-1, 6.5 cancellous bone screw 20mm, lot code# mnlak1. An event regarding infection was reported. The event was not confirmed. No devices were returned for evaluation. A device history review found all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. A complaint history review determined there have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or become available, the investigation will be reopened.

Event description:
Surgeon reports patient status post left total hip done on (B)(6) 2014 is now infected and requests to wash out hip and exchange liner and head. Surgeon decided to go through the previous anterior approach incision. After getting to the implants he carefully removed the head and liner. He proceeded to debride the area and wash it out. After satisfied he requested a new liner and head. The hip was checked for stability and length. The surgical site was then closed. Weight (B)(6), height (B)(6), dob (B)(6) 1952, age (B)(6), male. Explants to pathology per operating room protocol.